Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. The device was charged to deliver a countershock but, according to the reporter, the device failed to deliver a shock. The device was immediately charged again and a countershock successfully delivered. The device subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.